Event description:
It was reported that a few hours after placement, the nurse heard a popping sound when she sat the patient up. Suspecting that the foley catheter balloon had ruptured, she attempted to remove it, and it fell out smoothly without any resistance because balloon rupture occurred a few hours after placement.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.